Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer has difficulty unlocking the pump. The customer's blood glucose (bg) level was 125 mg/dl. Troubleshooting with tandem customer technical support was performed. The customer reported that the pump would continue to be used for insulin therapy.